Event description:
It was reported that, unk revision event.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: tri press-fit stem 12x150mm: cat # 5566-s-012, lot # unk. Description: triathlon total knee system offset adapter 4mm: cat #5570-s-040, lot # unk. Description: tri post augment sz5 5mm: cat #5543-a-500, lot # unk.